Event description:
It was reported that freeze captures found noise. Noise could be re-created with arm movements. High voltage therapy was turned off and lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two portions. The reported noise was confirmed. Internal abrasion was found at 10.0-10.7cm, and 7.0-9.0cm from the distal end. At 7.0-9.0cm, one of two rv cables was abraded. The abraded rv cable could come into contact with the inner coil leading to the reported noise. External abrasion was noted between 14.3-14.4cm from the distal end consistent with friction to another device.

Event description:
The new information provided noted that the lead was explanted.